Event description:
It was reported that the patient faced infusion set absorption issue on (B)(6) 2026, patient reported hospitalization due to high blood glucose, admitted to the ICU and treated with IV and fluids of saline and insulin.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.